Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment, and no visual indications of particulates in the cassette area. There were also no burrs or sharp edges found in the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. No other discrepancies were encountered during the internal inspection of the cycler. A pre-accelerated stress test (ast) simulated treatment was performed on the cycler without any failures or problems. The cycler also underwent and passed a mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler went blank during step 3 of setup. They tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the screen remained blank. The ok and stop keys lit up, but the screen was blank. This was reported to be an out-of-box issue as a full treatment had not yet been completed on the cycler. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to them. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had continuous ambulatory peritoneal dialysis (capd) supplies and were trained on performing pd therapy without the cycler. The patient said they would use capd supplies to complete pd therapy manually. Upon follow-up with the patient, it was confirmed they were able to complete manual pd therapy. The patient also confirmed there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the patient confirmed that a replacement cycler was scheduled to be delivered. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.